Manufacturer narrative:
An investigation is due to be returned for evaluation. An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the single lumen PICC. The customer reports "catheter noted to be leaking 1-2 cm distal from the stabalizing wing. Catheter did not leak prior/during and immediately aftr insertion catheter in x 5 days."